Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. The customer was unable to self-treat required unspecified cream, gauze and a tape from the third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. The customer was unable to self-treat required unspecified cream, gauze and a tape from the third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the lingo glucose biosensor and sensor kit was reviewed and the dhrs showed the lingo glucose biosensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. It was unable to perform further investigation due to no product returned. Therefore, issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.